Event description:
It was reported that the patient experienced bradycardia. The right ventricular (rv) lead exhibited high threshold. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.